Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was monitored for several days and no blank display anomaly noted. No unexpected high pitch beep anomaly noted. No damage found on lcd isolation tape noted. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump continuously beeps, has a blank display and the keypad buttons are not responsive. The customer's blood glucose reading was 202 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the top of the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.